Manufacturer narrative:
(B)(4). This complaint is confirmed because it was reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Event description:
This is a report received from global pharmacovigilance and is a report by a consumer with supplemental information by a nurse in the USA of break in aseptic technique and peritonitis with culture positive for staphylococcus (unspecified) in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the consumer (patient's wife). On an unreported date, the home patient (hp) experienced a break in aseptic technique which caused peritonitis. The break in aseptic technique was described as "dropped the tubing on the bathroom floor and the hp used it." Per the reporter, on (B)(6) 2012, the patient experienced peritonitis, has recovered, and was not hospitalized for the event. On the same date, baxter global pharmacoviligance (gpv) received the following additional information from the peritoneal dialysis nurse (pdn). The pdn confirmed the peritonitis event, that the patient was not hospitalized, and has recovered from the event. The pdn clarified the date of peritonitis onset as (B)(6) 2012. The pdn added, the cause of the peritonitis was the transfer line came apart and the hp put it back together without cleaning it. Treatment was not reported. Concomitant therapy was not reported. On (B)(6) 2012, product surveillance contacted the pdn and received the following additional information. The pdn stated the transfer set had been placed on the patient 4 months (date unspecified) prior to the incident. The pdn confirmed there was no problem with the transfer set or any other product relating to this issue. Per the pdn, the hp had advised him that the transfer set had fallen off while drying off right after a shower. As the hp reported to the pdn, he may have not been careful that day in drying around the connection site of the transfer set, therefore, causing the transfer set connection to come loose and fall off. The pdn stated that the hp has been instructed in what to do in this situation and has been instructed to not to reconnect. The pdn confirmed the hp has been retrained in proper aseptic procedures since this event. The pdn confirmed that the cause of the peritonitis was due to use error by the patient and not related a baxter device or solution.